Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection: the bolt was returned assembled with the trident shell. The device was visually unremarkable. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was confirmed. It has been confirmed that this event is within the scope of a CAPA. The CAPA concluded the root causes to be insufficient instructions for use and training.

Event description:
Impactor bolts stuck in cups.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Impactor bolts stuck in cups.